Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 6/29/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received for evaluation. The plunger was observed in the advanced position, as required. No damage or assembly issues were observed. Visual inspection at 10x microscope magnification was performed. The lens was observed stuck at the cartridge tip and with the haptic not folded. No viscoelastic was observed inside the cartridge. The reported complaint was confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the eye, the doctor noticed the haptic was hanging out. There was patient contact. During follow-up, it was found that when the doctor was inserting the iol into the eye, the front haptic was partially delivered; it was hanging out of the cartridge. The rest of the iol got stuck in cartridge. The front haptic touched the patient's eye. No patient post-operative injury, no vitrectomy, no incision enlargement. No additional information was provided to abbott medical optics.